Manufacturer narrative:
Patient age: 18 years or older. The device was returned for analysis. The unit was returned in a generic plastic bag, and the overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device had a kink at the distal section approximately at 1.5 cm from the distal tip while in the neutral position. This condition could have caused the breakage of the shaft leading to a protrusion of the center support and steering wire through the shaft of the device. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The left curve was placed in the specified shaded area of the template. The right curve failed to reach the specified area since there was no movement of the tip during steering knob actuation. Bent and broken center support was observed under x-ray between ring 1 and ring 2 at the distal section; in addition, the steering wire was also broken in the same location. Distal end was dissected and was confirmed broken center support and broken steering wire in the same location of the kink at the distal section. A steering wire partially detached from the center support due to broken solder joint was also observed; in addition, this steering wire was found broken in the same location of the kink at the distal section. The kevlar wrap was found retracted. The kevlar wrap was exposed in order to measure it and the result was found out of specification.

Event description:
It was reported that the catheter tip was severely broken/damaged. During an ablation procedure, a blazer prime xp was being used for a myocardial ablation to treat atrial flutter (afl) in the right inguinal region. After cauterizing/ablating the isthmus an abnormality in the bending of the catheter was felt, and when it was taken out of the patient, the catheter tip was found to be damaged. The procedure was successfully completed, and there was no adverse effect to the patient.

Manufacturer narrative:
Patient age: 18 years or older.

Event description:
It was reported that the catheter tip was severely broken/damaged. During an ablation procedure, a blazer prime xp was being used for a myocardial ablation to treat atrial flutter (afl) in the right inguinal region. After cauterizing/ablating the isthmus an abnormality in the bending of the catheter was felt, and when it was taken out of the patient, the catheter tip was found to be damaged. The procedure was successfully completed, and there was no adverse effect to the patient.